Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pain/chronic pelvic pain'). In a 37-year-old female patient who had essure (batch no. B53028), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vulvovaginitis from (B)(6) 2014, irritable bowel syndrome, genital herpes simplex, anemia, diarrhea, abdominal pain (nagging pain in luq into chest, mid back), esophagogastroduodenoscopy, yeast infection, arthralgia multiple, vaginal discomfort, itching, burning sensation, back pain, fatigue, chest pain, constipation, acid peptic disease, leukorrhea, inadequate lubrication, bacterial vaginosis, presyncope, colitis, pruritus, chronic sinusitis, anemia, cardiac disorder, tinnitus, tooth extraction, bloating, night sweats, clostridium difficile colitis, peptic ulcer disease, pelvic discomfort, genital labial lesion, uterine necrosis, period pains, hot flashes, muscle spasms, orthostatic hypotension, shoulder sprain, urinary urgency, vulvitis, vaginal fissure, dysuria, urinary infection, mittelschmerz, bacterial infection, sinus infection, vaginal itching, vaginal irritation, urinary frequency, gravida ((B)(6) 2011), perineal pain, asthma, nicotine dependence, gravida ii, parity 2, migraine, uterine fibroid, menometrorrhagia and pelvic adhesions. Pregnancy test obgyn: negative. Colonoscopy in 2013, which was negative. Previously administered products, included for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2013 and yaz. Concurrent conditions included: dysmenorrhea, weight gain, vaginal yeast infection, arthralgia multiple, vaginal discomfort, chest pain, stress, gastritis, palpitations, nausea, gastroenteritis, epigastric pain, hair loss, sweating, orthostatic hypotension and shoulder sprain. Concomitant products included: naproxen sodium (aleve) for fever, myalgia and abdominal pain, hydrocortisone for itching as well as betamethasone dipropionate;clotrimazole (lotrisone), fluconazole, fluconazole (diflucan), ibuprofen, macrogol 3350 (miralax), metronidazole (flagyl), nystatin, omeprazole (prilosec), paraffin soft, prebiotics nos and vancomycin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal infection ("infection: vaginal"), (B)(6) months (B)(6) days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems: anxiety/mental anguish") and vaginal discharge ("vaginal discharge"). The patient was treated with escitalopram, escitalopram oxalate (lexapro), midazolam and surgery (hysterectomy, and bilateral salpingectomy cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, vaginal infection, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. And the depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2013, 1. Improvement of the mesenteric lymphadenopathy with no enlarged lymph nodes seen on today & aposs examination. 2. Interval placement of essure devices. On (B)(6) 2015, the lung bases are clear. There is no free air. The bowel gas pattern is non obstructive. A fair amount of fluid is noted, throughout the colon. There may be very minimal pericolonic stranding of the distal left hemicolon. No convincing evidence for diverticulitis or acute epiploic appendagitis. The small bowel is unremarkable. The spleen and liver are normal in size. The pancreas, kidneys and adrenal glands are unremarkable. A few scattered lymph nodes are evident. These were seen on the prior CT dated (B)(6) 2013. Changes of an essure procedure are evident. The initial imaging questioned some wall thickness of the colon on axial imaging. This is not supported on coronal or sagittal reconstructions; on (B)(6) 2018, bilaterally essure tubal occlusive devices appear in satisfactory position. Probable 2 cm uterine fibroid within the uterine fundus. There is a 1.3 cm cystic lesion emanating from the left ovary, which may represent a collapsing cyst or corpus luteum. No solid adnexal mass. Trace free fluid in the pelvis, which is likely physiologic in a patient this age. The colon and small bowel are normal caliber. No bowel obstruction or free air. No lymphadenopathy or ascites. Tiny 2 mm left renal calculus. No hydronephrosis. 2. A 1.3 cm cystic lesion emanating from the left ovary may represent a collapsing corpus luteum. Cyst: 3. Possible 2 cm uterine fibroid. Hysterosalpingogram: on (B)(6) 2014, essure device was successfully occluded. Total bilateral occlusion; pregnancy test urine: on (B)(6) 2017, negative. Ultrasound scan: on (B)(6) 2011, 1. The intrauterine device is positioned low within the endometrial canal and may extend into the cervical canal. Also, the left side of the "t" component of the iud appears to be extending through the endometrium into the myometrium. 2. Dominant follicle or physiologic cyst in the right ovary; on (B)(6) 2011, the intrauterine device is positioned low within the endometrial canal and may extend into the cervical canal. Also, the left. Side of the "t" component of the iud appears to be extending through the endometrium into the myometrium 2. Dominant follicle or physiologic cyst in the right ovary iud string grasped and iud removed without difficulty; on (B)(6) 2018, uterine fibroid (2.7 x 2.4 cm) in the fundus of the uterus. The remainder of the exam otherwise appears normal. X-ray: on (B)(6) 2016, bilateral essure ablation wires are present and stable in appearance. A moderate amount of stool is seen in the colon. The intestinal gas pattern is fairly normal; on (B)(6) 2018, supine view of the abdomen show no high grade bowel obstruction or free air. Bowel gas pattern is unremarkable. No abnormal calcification are identified. A few pheboliths are present in the pelvis. Essure tubal occlusive devices in the pelvis. Lungs bases are clear. Bones are unremarkable. Impression: no high grade bowel obstruction or free air. Lot number#: b53028, manufacture date: 2013-07, expiration date: 2016-07. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. B53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis from (B)(6) 2014 to (B)(6) 2014, irritable bowel syndrome, (B)(6), anemia, diarrhea, abdominal pain (nagging pain in luq into chest- mid back), esophagogastroduodenoscopy, yeast infection, arthralgia multiple, vaginal discomfort, itching, burning sensation, back pain, fatigue, chest pain, constipation, acid peptic disease, leukorrhea, inadequate lubrication, bacterial vaginosis, presyncope, colitis, pruritus, chronic sinusitis, anemia, cardiac disorder, tinnitus, tooth extraction, bloating, night sweats, clostridium difficile colitis, peptic ulcer disease, pelvic discomfort, genital labial lesion, uterine necrosis, period pains, hot flashes, muscle spasms, orthostatic hypotension, shoulder sprain, urinary urgency, vulvitis, vaginal fissure, dysuria, urinary infection, mittelschmerz, bacterial infection, sinus infection, vaginal itching, vaginal irritation, urinary frequency, gravida ((B)(6) 2011), perineal pain, asthma, nicotine dependence, gravida ii, parity 2, migraine, uterine fibroid, menometrorrhagia and pelvic adhesions. Pregnancy test obgyn: negative colonoscopy in 2013 which was negative. Previously administered products included for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2013 and yaz. Concurrent conditions included dysmenorrhea, weight gain, vaginal yeast infection, arthralgia multiple, vaginal discomfort, chest pain, stress, gastritis, palpitations, nausea, gastroenteritis, epigastric pain, hair loss, sweating, orthostatic hypotension and shoulder sprain. Concomitant products included naproxen sodium (aleve) for fever, myalgia and abdominal pain, hydrocortisone for itching as well as betamethasone dipropionate;clotrimazole (lotrisone), fluconazole, fluconazole (diflucan), ibuprofen, macrogol 3350 (miralax), metronidazole (flagyl), nystatin, omeprazole (prilosec), paraffin soft, prebiotics nos and vancomycin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal infection ("infection: vaginal"), 6 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems: anxiety/mental anguish") and vaginal discharge ("vaginal discharge"). The patient was treated with escitalopram, escitalopram oxalate (lexapro), midazolam and surgery (hysterectomy and bilateral salpingectomy cystoscopy,lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, vaginal infection, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: improvement of the mesenteric lymphadenopathy with no enlarged lymph nodes seen on today & apos;s examination. Interval placement of essure devices; on (B)(6) 2015: the lung bases are clear. There is no free air. The bowel gas pattern is non obstructive. A fair amount of fluid is noted throughout the colon. There may be very minimal pericolonic stranding of the distal left hemicolon. No convincing evidence for diverticulitis or acute epiploic appendagitis. The small bowel is unremarkable. The spleen and liver are normal in size. The pancreas, kidneys and adrenal glands are unremarkable. A few scattered lymph nodes are evident. These were seen on the prior CT dated (B)(6) 2013. Changes of an essure procedure are evident. The initial imaging questioned some wall thickness of the colon on axial imaging. This is not supported on coronal or sagittal reconstructions; on (B)(6) 2018: bilaterally essure tubal occlusive devices appear in satisfactory position. Probable 2 cm uterine fibroid within the uterine fundus. There is a 1.3 cm cystic lesion emanating from the left ovary which may represent a collapsing cyst or corpus luteum. No solid adnexal mass. Trace free fluid in the pelvis which is likely physiologic in a patient this age. The colon and small bowel are normal caliber. No bowel obstruction or free air. No lymphadenopathy or ascites. Tiny 2 mm left renal calculus. No hydronephrosis. A 1.3 cm cystic lesion emanating from the left ovary may represent a collapsing corpus luteum. Cyst. Possible 2 cm uterine fibroid.. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound scan - on (B)(6) 2011: the intrauterine device is positioned low within the endometrial canal and may extend into the cervical canal. Also, the left side of the "t" component of the iud appears to be extending through the endometrium into the myometrium. Dominant follicle or physiologic cyst in the right ovary.; on (B)(6) 2011: the intrauterine device is positioned low within the endometrial canal and may extend into the cervical canal. Also, the left. Side of the "t" component of the iud appears to be extending through the endometrium into the myometrium. Dominant follicle or physiologic cyst in the right ovary iud string grasped and iud removed without difficulty.; on (B)(6) 2018: uterine fibroid (2.7 x 2.4 cm) in the fundus of the uterus. The remainder of the exam otherwise appears normal. X-ray - on (B)(6) 2016: bilateral essure ablation wires are present and stable in appearance. A moderate amount of stool is seen in the colon. The intestinal gas pattern is fairly normal; on (B)(6) 2018: supine view of the abdomen show no high grade bowel obstruction or free air. Bowel gas pattern is unremarkable. No abnormal calcification are identified. A few pheboliths are present in the pelvis. Essure tubal occlusive devices in the pelvis. Lungs bases are clear. Bones are unremarkable. Impression: no high grade bowel obstruction or free air.. Lot number: b53028 manufacture date: 2013-07. Expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: "previously reported event chronic pelvic pain made medically significant and intervention required due to surgery." Reporter, medical history and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.